Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Company representative reported right side glandular tissue: bi-rads 2. On the right side, the outer capsule of the implant appeared normal; the inner capsule showed folds, but no evidence of rupture axillary lymph nodes were visible bilaterally up to 5 mm in short axis on the right. At the level of both the right and contralateral breasts, enlarged lobular glandular elements were noted, consistent with microlobulated cystic changes. Device has been explanted and replaced with non-abbvie device.